Event description:
The essure device would not go through the scope that is usually used for these type of procedures. A replacement device was obtained and it went through and functioned appropriately.